Event description:
Patient initially reported there was a black mark on the infusion device display and the legibility of the display was not affected. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. A preliminary evaluation revealed the display was damaged due to a mechanical impact, and the broken display could lead to misinterpretation of insulin delivery amounts. Additional information will be submitted when the evaluation is completed.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.